Manufacturer narrative:
Rti germany conducted a comprehensive records review. There were no departures noted during records review. Rti germany has manufactured and distributed a total of 9 grafts specific to fortiva® tissue matrix 1.5mm. There are no related complaints for the lot number pd21260001. According to records review serial ID (B)(6) met rti germany's specification. There are no related complaints for the lot pd21260001. After review of the newly reported information received on 05/13/2024, the investigator assessed the event as not related to the fortiva graft but related to the trial surgery. Hernia reoccurrence is a frequent complication for hernia repair, independent of the technique. The reporter stated that the patient's high bmi (body mass index) , a large defect after the surgery and a previous wound infection (which indicated that the symptoms were not related to the device but, related to the procedure, therefore, a med watch was not submitted at the time of the inital complaint notification) may have contributed to the development of this event as reported during the initial version, however, infection was not mentioned anymore during the statement received. Batch documentation revealed no issues during manufacturing. According to the period between the surgery and the reoccurrence it may be assumed that the integration of the membrane in the surrounding tissue has not been fully completed. Following the described alternative explanations and the results from the batch documentation analysis, tutogen concurs with the reporter and considers this event of hernia reoccurrence as not related to the membrane.

Manufacturer narrative:
The investigation is pending. Rti will conduct a comprehensive records review. When completed a follow up med watch will be submitted.

Event description:
On 01/17/2024 it was reported that during a fortiva hernia clinical study a patient was implanted with a fortiva graft and experienced incisional infection deep. With the date of onset (B)(6) 2023, and incisional infection deep with the date of onset: as (B)(6) 2023, initally it was communicated that the symptoms were not related to the device but related to the procedure, therefore a med watch was not submitted. On 05/13/2024 rti received additional information reporting a hernia reoccurrence. Large defect, wound infection and high bmi contributed to the recurrence date of onset (B)(6) 2024.